Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and pump unexpectedly shut down. The customer reverted to multiple dose insulin therapy. Customer¿s blood glucose level was 380mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction was verified. The failure investigation has been completed and the alleged unexpected shutdown was verified in the pump logs; however, no failure was identified.